Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that while reviewing the issue reported under a prior case, the radiologic technologist (rt) was unable to take an x-ray with the unit. The tube/detector light was turned off on the system. There was no patient present when this issue was identified.